Event description:
Information received by medtronic indicated that the customer received post-reset ram crc alarm(pump error 23), trace pointers are invalid (pump error 68) and history pointers failed (pump error 49). The customer also stated that the the numbers on the keypad were not ramping or the scroll bar not moving  with no input from the user. Troubleshooting was performed and the customer was unable to clear the alarms. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly into the reservoir compartment. The pump passed the displacement test, active current measurement, sleep current measurement and self test. All buttons functioning properly. No frozen display, pump error 68, 49 and 23 alarm noted during testing. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on (B)(6) 2023 at 11:47:21.000, 11:59:33.000, 12:03:01.000, 12:12:24.000 and 12:24:23.000. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: pump error 68 alarm on (B)(6)2023 at 12:08:03.000 and 12:30:58.000 pump error 49 alarm on (B)(6) 2023 at 12:08:03.000, 12:08:58.000, 12:30:58.000 and 12:32:05.000 pump error 23 alarm on (B)(6) 2023 at 12:09:18.000, 12:18:18.000 and 12:32:23.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. However, found corroded keypad traces. The following were noted during visual inspection: pillowing keypad overlay and cracked case behind the pump at the battery compartment. Customer alleged not confirmed for no response from any button, frozen display, pump error 68, 49 and 23 alarm. Stuck button alarm did not occur during testing, however, multiple stuck button alarm was found in the history file due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.